Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4) , implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 11-apr-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and non-malignant pain. It was reported that immediately following implant, the patient had no coverage on the right side and so they got no relief. The patient stated that all the coverage was to the left side of their back and they had minimal coverage in their legs. The patient stated they received no pain relief in their back or legs. They reported that they met with representatives (reps) numerous times for reprogramming. The patient stated they did some more tests because they thought the device had moved, so they were going to do a revision. They stated that a CT scan revealed that the lead had moved. No further complications were reported. Follow up was conducted.